Event description:
It was reported that the exhalation flow sensor was getting rained out with water during patient use. The room temperature was reported to be between 68-70 degrees and there was an unheated tube inline directly prior to the exhalation filter. It is unclear if the patient was transferred to another ventilator however, it was reported that there was no patient harmed or injured as a result of this event. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). Multiple unsuccessful attempts have been made to obtain additional information, including if the patient was removed from the ventilator as a result of this event aa well as the product serial number.